Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a peripheral stenting procedure, a stent dislodgment occurred. The lesion was located in the right iliac artery. Access was obtained on the left using a non-bsc 6fr sheath. As the physician was advancing the 6.0x60x75cm express biliary ld premounted stent system, it was noted under fluoroscopy that the stent was "coming off the balloon". The physician deployed the express biliary ld in the location where the stent "came off" the balloon which was just proximal to the target lesion. The physician placed a 6x27x75 express biliary stent at the target lesion to successfully complete the procedure. No further pt complications were noted, and the pt's status was reported as "ok".